Event description:
The surgeon had performed a lateral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. The patient returned post-operatively complaining of knee pain; therefore, the surgeon decided to perform a total knee revision.

Manufacturer narrative:
The surgeon stated that the patient was mentally unstable; furthermore, the surgeon believes the original surgery was the correct choice. The surgeon stated that the original procedure and the implant components were not to blame for the lack of success of this case.